Event description:
It was reported that before use, 1 syringe 5ml ll 21x1 bulk conv pak was found with a damaged barrel flange, and 1 syringe had a loose stopper. The following information was provided by the initial reporter: "syringe plunger cracked, defective barrel, missing or loose rubber gasket."

Manufacturer narrative:
Correction: additional information was received from the customer. The following fields have been updated: b.5. Describe event or problem: it was reported that before use, 1 syringe 5ml ll 21x1 bulk conv pak was found with a damaged barrel flange, and 1 syringe had a loose stopper. The following information was provided by the initial reporter: "syringe plunger cracked, defective barrel, missing or loose rubber gasket." F.10. Device codes: 1069, 1354.

Manufacturer narrative:
H.6. Investigation summary : 3 photos were provided that shows the end of the barrel of a syringe damaged. Bd was unable to verify the two other defects reported without the actual sample available. The syringe is a component of the convenience pack assembled in a distribution center in four oaks, nc. The syringe lot number has been requested to the site contact. Unfortunately, bd has not received any additional information on the syringe lot that was reported. Without this information, an accurate device history review could not be conducted. If the sample pictured is still available, bd can re-open this record and analyze the sample more accurately. Since the sample is not available a definitive root cause could not be defined and no corrective actions are necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that 1 syringe 5ml ll 21x1 bulk conv pak had a cracked plunger, 1 syringe had a damaged barrel, 1 syringe had a missing stopper, and 1 syringe had a loose stopper. All defects were found before use in lot# 7093007. The following information was provided by the initial reporter: "syringe plunger cracked, defective barrel, missing or loose rubber gasket."

Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 syringe 5ml ll 21x1 bulk conv pak had a cracked plunger, 1 syringe had a damaged barrel, 1 syringe had a missing stopper, and 1 syringe had a loose stopper. All defects were found before use in lot# 7093007. The following information was provided by the initial reporter: "syringe plunger cracked, defective barrel, missing or loose rubber gasket."